Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead had dislodged two weeks after it was implanted. There was oversensing of atrial activity in the ventricle causing an inappropriate shock. The lead was repositioned successfully. No additional adverse patient effects were reported.